Manufacturer narrative:
(B)(4). Eval: results: (death). Conclusion: no conclusion can be drawn.

Event description:
The pt had 2 endeavor sprint stents implanted during the index procedure: one in the distal rca and the other in the right posterior descending artery. Thirty day/6 month/1 year/1.5 year/2 year/follow ups: pt was asymptomatic. Approx 2 years from the index procedure, the pt presented with vf and was transferred to the ICU. It was reported that the pt subsequently died. (Ref MFR #9612164-2011-00550).